Manufacturer narrative:
As reported, the indicator window of a 6f exoseal vascular closure device (vcd) did not turn black. Manual compression was performed to achieve hemostasis. There was no reported patient injury. No damage was observed on the device or packaging prior to opening, and it was stored and prepared in accordance with the instructions for use (IFU). The device was used in an interventional procedure with a retrograde approach, and the user was trained. Femoral artery suitability and vessel diameter were verified, with no calcium, tortuosity, stent, stenosis, or pre-existing vascular complications noted. There was no difficulty connecting the device. The indicator wire cowling locked properly with an audible click, pulsatile flow was observed, and the device was retracted with bleed-back slowing as expected. The physician did not place their thumb on the plug deployment button during retraction, and no red color was seen in the indicator window. The indicator wire loop was deployed and showed no anomalies. One non-sterile exoseal vascular closure device 6f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received not depressed, while the guard was locked. The plug was in a manufacturing position, and the indicator wire was found fully deployed. An 6f non-cordis catheter sheath introducer (csi) was returned inserted on the received unit. Finally, it was observed that the indicator window was received in the black/white position. During this visual analysis no additional anomalies were observed to be reported. A deployment simulation evaluation was performed. During this analysis the indicator wire was pulled to achieve the black/black position in the indicator window, then it was proceeded with the deployment lever full depression, achieving the indicator wire retraction and plug expected deployment. Additionally, the indicator window black/white and red position was obtained as well. A high magnification evaluation was executed to evaluate the internal mechanism. During this analysis, no abnormal conditions were observed to be reported. The reported event of indicator window no change to indicator¿ was not observed through analysis of the returned device since the device achieved full window transition and successful deployment during the analysis. The cause of the reported issue could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. Neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, a risk assessment has been initiated to further investigate similar complaints reported.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window of a 6f exoseal vascular closure device (vcd) did not turn black. Manual compression was performed to achieve hemostasis. There was no reported patient injury. No damage was observed on the device or packaging prior to opening, and it was stored and prepared in accordance with the instructions for use (IFU). The device was used in an interventional procedure with a retrograde approach, and the user was trained. Femoral artery suitability and vessel diameter were verified, with no calcium, tortuosity, stent, stenosis, or pre-existing vascular complications noted. There was no difficulty connecting the device. The indicator wire cowling locked properly with an audible click, pulsatile flow was observed, and the device was retracted with bleed-back slowing as expected. The physician did not place their thumb on the plug deployment button during retraction, and no red color was seen in the indicator window. The indicator wire loop was deployed and showed no anomalies. The device will be returned for evaluation.